Event description:
The customer reported a non-critical issue and the stryker rep observed the reportable issue of the device powering on and off, repeatedly. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
The customer received a replacement device. Stryker evaluated and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported a non-critical issue and the stryker rep observed the reportable issue of the device powering on and off, repeatedly. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.